Event description:
Coronary stent deployed. Unable to remove balloon catheter. Several and varied attempts made to dislodge balloon catheter. Balloon separated from balloon catheter. Catheter removed. Balloon left within stent.